Event description:
A nurse reported that the equipment presented a vacuum issue at the end of a phacoemulsification procedure. Additional information provided indicated another unit was used to complete the case without harm or injury to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).